Event description:
It was reported that the pt was going to have a catheter revision but it did not indicate the reason. The report indicated that the reservoir volume shows 0 ml remaining and 24 ml infused. The date of the last refill is unk. No pt symptoms were reported. The pump contained hydromorphone and lioresal, concentration and dosage were not reported.